Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was over 200 mg/dl. The customer stated that she received multiple no delivery alarms for the past week. The customer stated that she checked her blood glucose in the morning and it was 474 mg/dl and it alarmed no delivery. The customer stated that she changed out her set this morning. The customer stated that it happened on the second day with sure t. The customer stated that it alarmed no delivery while she was sitting in a car trying to bolus. The customer stated that the alarm did not occur during manual prime. The customer was unable to troubleshoot during the time of call. The customer will return the set and reservoir for analysis. The customer will be sent a replacement reservoir.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.